Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported a leak noted in the crib from one of the "ports" while infusing intralipids through a primary line. The IV bag, tubing and valve were changed and the infusion continued until complete.